Event description:
Customer's family member reported their mother parent was getting inaccurate erratic readings from their freestyle meter. Freestyle comparison readings of 224 and 151 mg/dl were reported by the customer.